Manufacturer narrative:
Additional information: e1(event site state: sg, event site postal code: (B)(6)) it was reported that the cardiosave intra-aortic balloon pump (iabp) handle broken. Getinge field service engineer (fse) handle replaced. Unit handed to user in good condition I performed a pm, a full calibration, and tested the unit. The equipment works to the manufacturer¿s specs, no patient involved. The equipment was cleared for customer use. The defective components were received for further investigation. The failure analysis and testing dept. Received part with a reported unit failure of a broken cardiosave handle. The final investigation has been completed by failure analysis and testing department. Retaining the handle in the failure analysis and testing department per procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) units handle is broken. There was no patient involvement.